Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this pacemaker is an active individual who swims frequently and has experienced shortness of breath with an inability to raise the heart rate above 80-90 bpm during swimming. The patient previously experienced far-field oversensing resulting in inappropriate mode switches, which were corrected at the last visit. Technical services (ts) reviewed the data and confirmed the last inappropriate mode switch occurred on (B)(6) 2026, indicating prior programming changes remain effective. Due to the nature of swimming, mv may have difficulty adjusting. Programming options were recommended if needed. It was reported mv response factor 13 is effective but slightly aggressive. Reprogramming efforts were performed. At this time this pacemaker remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker is an active individual who swims frequently and has experienced shortness of breath with an inability to raise the heart rate above 80-90 bpm during swimming. The patient previously experienced far-field oversensing resulting in inappropriate mode switches, which were corrected at the last visit. Technical services (ts) reviewed the data and confirmed the last inappropriate mode switch occurred on (B)(6) 2026, indicating prior programming changes remain effective. Due to the nature of swimming, mv may have difficulty adjusting. Programming options were recommended if needed. It was reported mv response factor 13 is effective but slightly aggressive. Reprogramming efforts were performed. At this time this pacemaker remains in service and no additional adverse patient effects were reported.